Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent cervical spine surgery due to cervical spondylosis. Post-op, screw backout was observed. The patient underwent revision surgery to explant the screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.